Event description:
Defective dexcom continuous glucose monitor gave erroneous readings and experienced interrupted signal on 2 occasions. Adhesive continues to cause skin rash. FDA safety report ID# (B)(4).